Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; lumps in armpit/they are leaking into the lymph glands.

Event description:
Patient reportedly has found lumps in armpit, rupture confirmed with ultrasound and mammogram scans, and "they are leaking into the lymph glands." Affected side is left. The device remains implanted.